Event description:
Same case as 2134265-2013-01357. Same case as 2134265-2013-03580. It was further reported that: (B)(6) 2012 - during the index procedure the 3.00 x 28 mm promus element plus study stent was implanted in the proximal left anterior descending artery (lad) and post-dilated with a 3.0 quantum balloon. Intravascular ultrasound revealed under-expansion of the study stent which was treated with post dilatation using a 3.5 mm quantum balloon. Final results were excellent with 0% stenosis and excellent run off. The patient was returned to room for recovery. Later the same day the patient had recurrent chest pain and was brought back for repeat cardiac catheterization. ECG was performed which revealed mi. A repeat selective coronary angiography was performed which revealed the previously deployed study stent in the proximal lad was widely patent, 70% stenosis just distal to the previously deployed study stent, there also appeared to be some streaming of the contrast just distal to the stenotic area suggestive of an intimal disruption and possible dissection. Which was treated with direct stent placement using a 2.5 x 16 mm promus stent in an overlapping fashion. Following post-dilatation, residual stenosis was 0%. There was a spasm noted post-stent deployment, which was treated with intracoronary nitroglycerin. The patient was discharged three days later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred and following the procedure the patient experienced a myocardial infarction. In (B)(6) 2012, the patient presented with unstable angina (braunwald classification iiic) and was referred for cardiac catheterization. The target lesion was a de novo lesion located in the proximal left anterior descending artery with 70% stenosis and was 25 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stent placement using a 3.00 x 28 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. During the index procedure, following the placement of the stent, an edge dissection was noted. On the same day post procedure before discharge the subject experienced myocardial infarction. Pci was performed to treat the event. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: as the unit has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was further reported that during the index procedure, following placement of the 3.00 x 28 mm promus element plus study stent, intimal disruption and edge dissection were treated with inflations of a 3.0 quantum balloon. Spasm developed and was treated with intracoronary nitroglycerine, ivus (intravascular ultrasound) showed under expansion of the study stent which was treated with post dilation usinga 3.5mm quantum balloon.

Manufacturer narrative:
Describe event; therapy dates, ae or product problem, device codes and description updated information. (B)(4).